Event description:
It was reported that during a colectomy procedure, the first stapler contained no staples upon firing. The second stapler only had a partial staple line. Ten minutes were added to the procedure. There was no reported pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time. Lot number = v4zf5c (second number provided).